Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the surgeon attempted to remove the suture due to dissatisfaction with its initial placement, causing the suture bullet to detach. The bullet got caught in tissue and came off of when pulled from the ligament. Despite dissecting through the ligament, the physician was unable to locate the bullet. Additionally, the suture broke on the patient's left side. The procedure was completed with another of the same device. No further patient complications reported.